Event description:
Patient was using medtronic minimed 530g insulin infusion pump. Family was trained on system use by the company and placed on insulin in our clinic. Family used saline in the pump as part of their training. After 18 days of use of the system with insulin the family had completed several site changes without incident. Family received a low reservoir warning before bed on night of (B)(6) 2015 and per dad decided to change only the reservoir but not to change the tubing or infusion site as they were instructed at the time of training. Family removed the reservoir from the insulin pump and unattached the reservoir from the tubing but left the infusion set and tubing in the patient reservoir filled per their report an estimated 80 units of insulin. They attached the new reservoir to the existing tubing and infusion site all of which were still attached to the patient. As the family did not change the tubing they did not "think that the tubing needed to be primed since they were using the same tubing as before" and they then placed the newly filled reservoir into the insulin pump without rewinding the pump (this means the lead screw was still pushed forward). When the newly filled reservoir was placed into the pump and touched the screw that was still advanced (had not been rewound) which was still attached to the patient) a large bolus of insulin was given by accident to the patient. The pump itself was never touched for programming- as the family who was not following the outlined steps for changing did not to appreciate. Errors on the patient side included not disconnecting from the pump before changing the site. Not rewinding the pump before placing the reservoir (the pump menu for site changes reviews these steps on the screen of the pump). Per father he felt that he could change just one component of the system without following the outlined steps since he felt it was just the one part he was changing. Family realized error immediately, based on volume reservoir reportedly filled with and what remained in the reservoir estimated patient who usually gets 8 units of insulin a day received a one time bolus of 40 units. Called medical staff who instructed oral cho intake as much as possible, family lives a few minutes from ed so went to ed where our staff asked for immediate d10 bolus - patient did not lose consciousness, but did require IV dextrose boluses and maintenance and observation for > 6 hours in ed. Route: subcutaneous. Diagnosis: management of type 1 diabetes.